Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited inadequate sensing due to atrial fibrillation (af) signal falling into the blanking period resulting in inappropriate pacing. The ipg was reprogrammed. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.